Event description:
Rptr stuck the pt with the arterial needle (red) and noticed blood dripping out of the tubing. Rptr examined it and noticed a small cut in the tubing. Rptr then pulled the needle and re stuck the access with a new needle. With the safety device on rptr gave the needle to supervisor.